Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote just ''cuts out'' from time to time however the patient could not describe the exact issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately two months ago; exact date/time is unknown. She reportedly manages her diabetes with insulin through pump therapy and it is not known what changes, if any, she made to her usual diabetes management routine in response to the alleged concern. She claimed she experienced symptoms of ''light headedness'' on an unknown date/time after the issue began and despite her symptom she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the patient had recently replaced the batteries however she did not have the subject meter at the time of the call and therefore the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient's symptom did not correlate with lfs' definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.